Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 42mm taa. It was reported that during the index procedure the first peripheral device, vamc2424c100tj, was placed as usual. To place the second proximal device vamf3232c200tj (B)(6), the delivery system was elevated to the arch. Deployment was attempted using the usual procedure, but the graft cover would not retract and force was needed more and more when the slider was turned. The trigger could not be pulled firmly when attempting to pull it. The device was deemed to be risky beyond this point and was removed. The graft had not been deployed and there was no damage to the patient, such as access damage. Instead, vamf3232c150tj was placed and the procedure was completed. When the delivery system was looked at once it was removed, the physician commented that the plastic in the screw gear was scrapped so the gear was not bent properly. Per the physician the cause of the event was a device issue related to the screw gear. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the device was received with the external slider partially retracted. Prior to decontamination red dye test was performed with an rd sme. The suprarenal struts were exposed on receipt of the device. Resistance was experience flushing the device for the red dye test, possibly due to large amounts of coagulated blood in the device lumen. The graft cover od was measured at multiple points: end of graft cover- 7.474mm, 10cm- 7.671mm, 15.5cm- 7.63mm, 48cm- 7.1mm, 80cm- 7.07mm (od spec 7.239mm - 7.34mm) stent graft deployment was attempted, however the graft cover did not move relative to the stent graft, possibly due to large amounts of coagulated blood between the stent graft and graft cover and around the suprarenal struts, and buckling was observed to the graft cover during attempted deployment. Coagulated blood was removed and the stent graft was successfully deployed with no deformation noted to the stent graft. Red dye test confirmed presence of mdx on graft cover and stent graft. Deformation was evident to the screw gear threads. A slight bend was evident to the taper tip. In order to support root cause determination additional review was performed by an rd sme. The device handle was opened and the spring od was measured (spring distal od 1.278¿ and proximal od 1.284¿, min spec 0.1260, max 0.1290). The distal graft cover ID was measured at 0.260¿ (min spec 0.259") . No other deformation was evident to the remainder of the device. The reported deployment/expansion issues could be confirmed through analysis. Ruler cal number 801183 digital callipers cal number 1000001216027 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.